Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise one day post implant resulting in storage of an untreated episode. Technical services (ts) reviewed the episode and noted the noise was consistent with air entrapment around the device or electrode implant location or air escaping the device seal plug. Ts noted no further noise following this episode and discussed that the air will dissipate. No further assistance was requested. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.